Event description:
Vagus nerve stimulator implant 2/15/99, stimulation initiated on 3/5/99 (0.5 mamp, 30 hz, 500 usec, 30 sec on, 5 min off). On 3/19/99 follow up visit: complained of difficulty breathing; stimulator parameters changed (0.5 mamp, 20 hz, 500 usec, 30 sec on, 5 min off), with improvement in symptoms persist; parameters changed (0.5 mamp, 30 hz, 130 used, 30 sec on, 5 min off), symptoms improved then current increased to 1.0 mamp. Pt was comfortable when she left office. On 4/15/99 follow up visit: complains of continued difficulty breathing especially at night. Husband describes symptoms consistent with stridor. No change in parameters. On 4/15/99, ear, nose, and throat evaluation arranged. On 4/19/99 ear, nose, and throat eval. Laryngoscopy performed. Normal vocal cords at rest without stimulation. Vagus nerve stimulator produced bilateral vocal cord spasm with right fold retracting, but left vocal fold adducted beyond midline. Ear, nose, and throat felt this was responsible for pts symptoms. On 4/20/99 pt seen, vagus nerve stimulator turned off per pt request.